Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not in a good position and had a high capture threshold. The lead had been programmed high to provide an adequate capture threshold safety margin for the patient. The physician felt this resulted in unexpected longevity for the cardiac resynchronization therapy defibrillator (crt-d). The physician was unable to remove the distal portion of the lv lead. The lead was cut and capped and lead replacement is planned. The device was explanted and replaced and a pin plug was temporarily placed in the lv port. No further patient complications have been reported as a result of this event.